Manufacturer narrative:
The driveline remains implanted. Review of the controller log files associated with the event showed parameters to be within normal operation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed cracking of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient saw many cracks in the driveline. During the service evaluation, the driveline was observed to have been repaired with medical tape at many positions. After inspection, the tape was removed which revealed many cracks at different placed. The sheath repair was performed in the outpatient setting per protocol. The patient was not prepped for the procedure nor were there any pump stops. The patient is in good condition at home. The service action resolved the issue.